Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change, the right atrial (ra) lead was not capturing. It was observed that the lead had pulled back but sensing was still functional. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.